Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided, and the cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Reportedly, the pump supplies were changed to address the issue.